Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test with 5 different batteries. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged. The customer declined to continue troubleshooting and stated she changed the battery again and made it work. Battery cap replacement would be sent.